Event description:
On (B)(6) 2009, the user facility ((B)(6)) reported that during a cardiopulmonary bypass procedure the gas transfer performance of the blood-gas oxygenator was sub-standard. The user facility reported that the device was not changed out and that the procedure was successfully completed without further incident. The user facility reported that the pt was not adversely impacted by the event.

Manufacturer narrative:
Terumo corp. Conducted an investigation into the reported event and could not confirm an anomaly with respect to the gas transfer membrane (hollow fibres) that facilitates gas transfer during cardiopulmonary bypass surgery. This investigation included gas transfer analysis and structural integrity assessments. The gas transfer testing revealed that the device met the existing performance criteria. However, during the investigation, it was noted that there was a small deformation on the blood inlet port (on the oxygenator housing) of the oxygenator. This deformation would not typically be contributory to the condition of sub-optimal gas transfer that was reported by the user facility. Terumo submits that often, bench testing of a device during an investigation is not always capable of replicating actual clinical experiences since pt conditions and other complex variables can be contributory to performance-related anomalies. It is possible that the pt's condition and/or blood hemodynamics could be variable conditions that are contributory to the performance related event reported by the user facility.